Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2006, the plaintiff was implanted with a monarc sling system "with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." It was alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, continual bladder and urethra infections," has "experienced significant mental and physical pain and suffering," has "required additional surgery and medical treatment and she has sustained permanent injury," "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering," has "sustained permanent injury," "has undergone medical treatment," and has had "other injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.